Event description:
A malfunction alarm with code malf 0 was reported prior to the customer contacting support. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The pump was confirmed to be under warranty, and the customer was instructed to use an alternate insulin delivery method known as mdi. Technical support confirmed the shipping address for the replacement, and the customer was given instructions for returning the faulty pump.